Event description:
The customer reported via phone call that she was in the hospital but was just released today. Customer had low blood glucose in the range of 36-43 mg/dl. Customer treated with food. Customer also had a surge of high blood glucose. Customer's current blood glucose was 432 mg/dl. Customer treated with 8 units. Customer bolused with the pump and has contacted her health care professional. Customer's blood glucose was 412 mg/dl after 27 minutes. Customer was admitted into the hospital on (B)(6) 2015 with blood glucose of 111 mg/dl. Customer had lows and highs and after speaking to a doctor, she was told to go to the hospital. Customer was released on (B)(6) 2015. Customer was treated with several medications: lycenepril, levoxyl, symbastin, pilocarpine, brimonidine, dorzolamide, lumigan, metoprolol tartrate, askel d, and d3 vitamin. Customer stated that the doctor put the pump on suspend. Customer declined to perform the high pressure test and was advised to do a complete set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.